Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of pulmonary emboli, contraindication for anticoagulation due to spinal injury and pending surgery was scheduled for vena cava filter placement. The right common femoral vein was accessed and a sheath was advanced to l2. An inferior vena cavogram was performed which identified the level of the renal veins. The filter was deployed in an infrarenal position and completion imaging demonstrated appropriate orientation. The sheath was removed and manual pressure was held for 10 minutes. There was no bleeding present and the patient was stable throughout the procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with or before an orthopedic procedure, and in conjunction with a trauma situation/motor vehicle accident. After an unknown amount of time post filter deployment, the device was unable to be retrieved, and it is unknown if a doctor attempted to retrieve the filter. The patient was told by a doctor that the filter could not be removed. There was no reported patient injury.

Event description:
It was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with or before an orthopedic procedure, and in conjunction with a trauma situation/motor vehicle accident. After an unknown amount of time post filter deployment, the device was unable to be retrieved, and it is unknown if a doctor attempted to retrieve the filter. The patient was told by a doctor that the filter could not be removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three months and two weeks of post deployment, an x-ray of lumbar spine was performed for assessing new pain symptoms. The study showed that surgical clips were seen in the prevertebral soft tissues along with an inferior vena cava filter which has not appreciably migrated. Around, three years later, a case document report was provided which described that after three failed appointments the patient was told that the filter could be removed. Therefore, the investigation is confirmed for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.